Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the biopsy valve fell off while using the forceps/irrigation plug (isolated type). The issue occurred during the procedure, and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. Additionally, the manufacturing date could not be determined. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the fallen biopsy valve issue could not be determined. Additional information about the event was requested, but not received. Olympus will continue to monitor field performance for this device.